Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. During procedure, a full re-sheath was performed due to valve moved during deployment. After balloon aortic valvuloplasty (bav), the patient had a complete heart block and required transvenous pacing for hemodynamic stability. After the procedure, a 2.1 atrioventricular block (av) was noted and a dual chambered pacemaker was implanted. On (B)(6) 2025, the patient noted to had platelet count 129000. On (B)(6) 2025, the patient noted to have incidental finding of worsening pericardial effusion (pe) was trace and now it was small. There was no intervention performed for pe.

Manufacturer narrative:
An event of heart block, thrombocytopenia, and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block, thrombocytopenia, and pericardial effusion could not be conclusively determined. The reported surgical and unexpected medical intervention were results of case-specific circumstances as a temporary pacemaker was placed and subsequently a dual chamber pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes added: 3271 pericardial effusion 4641 unexpected medical intervention.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6) (r938716501). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for a procedure using a small flexnav delivery system. During procedure, a full re-sheath was performed due to valve moved during deployment. After balloon aortic valvuloplasty (bav), the patient had a complete heart block and required transvenous pacing for hemodynamic stability. After the procedure, a 2.1 atrioventricular block (av) was noted and a dual chambered pacemaker was implanted. On (B)(6) 2025, the patient noted to had platelet count 129000.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.